Event description:
After silicone breast implant was placed pt started having joint pain and malaise. Pt has seen several drs to help with pain. Pt tried physical therapy also. Pt still has pain in both arms.